Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
It was reported that while using night aligners, the patient did not fit over all the teeth and extended further than the teeth on the left side. The right side of the upper teeth, the last tooth and half of the one next to it are not covered by the invisiliner and had a broken tooth fixed.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.